Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Product event summary: the lead was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated the impedance on the rv (right ventricular) pacing lead was beyond the expected upper range. Two patient alerts for out of tolerance subthreshold lead impedance occurred on (B)(6) 2009 and (B)(6) 2011. Weekly pace lead trend data shows a gradual increase for min and max right ventricular (rv) pace impedance of 1984 to 2432 ohms range between (B)(6) 2011 and (B)(6) 2013. Product: d164awg implantable cardioverter defibrillator (ICD) (B)(6) 2007; 5076-52 implantable pacing lead (B)(6) 2007. (B)(4).

Event description:
It was reported that the right ventricular (rv) lead impedance gradually increased over time and is now high. The lead will be revised. No patient complications have been reported as a result of this event.

Event description:
It was further reported that the lead was explanted.

Manufacturer narrative:
This device was included in that field action, and returned product testing found the device did perform as described in the field action.  Product event summary: the full lead was returned in segments, analyzed, and the rv (right ventricular) defibrillation coil developed a fracture due to flexing while in vivo.